Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was intentionally deployed at 0mm and dislodged upward during the final release. A second transcatheter bioprosthetic valve was implanted. The patient was reported to be stable after successful valve implant.